Event description:
It was reported that a 27mm 11400m mitral valve was explanted on pod #0 due to suture looping. The explanted device was replaced with a 29mm 11400m mitral valve. Per medical records, patient underwent laa clip and mvr. Intraop, there was massive amount of la clots took 20 minutes to evacuate, laa clipped. Then excised both anterior and posterior calcified native leaflets of the mv. The 27mm valve was implanted with 16 sutures in the supra-annular position. Post tee showed no pvl, mg 6-7mmhg, mild-moderate central regurgitation. The patient was transferred to the ICU in satisfactory condition. The patient returned to the operating room the evening of surgery due to severe mr. The 27mm was exposed, one of the leaflets was stuck with a suture around it causing poor coaptation and severe mr. The valve was removed and replaced with a 29mm 11400m in the supra-annular position, all 3 leaflets were then checked and moving freely. Tee showed no pvl or central jet. Patient was taken back to the ICU in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: d4: primary unique device identification (UDI) number: (B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.